Event description:
It was reported that the ilet touchscreen became pixelated, limiting visibility while navigation, although touch input remained responsive, and the device had not been dropped or otherwise damaged; the issue pertained to the touchscreen component and aligned with a device fracture-type problem description. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with the touchscreen component consistent with a fracture-type device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.